Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was diagnosed with an ischemic cerebellar infarction; computed tomography imaging was unavailable. Anticoagulant did not have a role in the event, there were no changes to patient condition or anticoagulation status that may have contributed. The management was conservative only and would closely follow up. The low flow alarms were due to two main causes: the first cause was increased blood pressure from central sympathetic over stimulation and this corrected with IV beta-blockers. The second cause was hypovolemia which was corrected accordingly (decreasing speed or increasing external IV fluid or decreasing diuretics) and all was doing well. The speed changes seen in the log files were completed according to the echocardiogram-finding and volume status.

Event description:
It was reported that log files were sent for review for the patient. The log file captured multiple low flow events on 09jan2026 and 10jan2026. The log file contained only low flow estimates when the calculated pulsatility index (pi) was dynamic and elevated. Speed changes were noted on (B)(6) 2026 from 5300 rpms to 5100 rpms, to 5000 rpms, ending at 5100 rpms. The only finding following implant on (B)(6) 2026 was low flow with alarms despite gradual increase in the speed. The patient was on inotropes with a normal echostudy regarding the right side and the only finding was high mean arterial pressure (map) which explained all the events. Patient management was directed toward improving the target map. There was severe sympathetic stimulation so b-blockers in the form of a metoprolol infusion was started with good improvement in the map and all device parameters (flow and pulsatility index). The patient then faced a neurological complication which drove the patient into a deep coma with delayed awakening from anesthesia and with variable sympathetic drive (either decrease or increase). Treatment was directed to maintain target map. A neurological consultation suggested either hypoxia induced encephalopathy (hie) or cerebellar infarct. The brain computed tomography (CT) supported the first diagnosis (hie) which required only supportive treatment. The patient's cardiovascular system (cvs) with the left ventricular assist device was stable with a good echofinding.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files was unable to confirm the reported low flow alarms. The account communicated that the cause of the low flow alarms was increased blood pressure and hypovolemia. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 09jan2026 through 10jan2026. Intermittent low flow fault flags were captured throughout the file; however, these faults did not persist long enough to produce audible alarms. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. B are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, neurological events (not stroke related), and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists neurological dysfunction and hypovolemia as potential late postimplant complications. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.